Manufacturer narrative:
(B)(4). The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device jaws would not open.

Manufacturer narrative:
(B)(4). Date of initial report: 09/20/2016. Date of follow-up report: 11/18/2016. Date of second follow-up: 11/29/2016. One used lf1537 ligasure device was received, and examination of the returned sample confirmed the reported issue. Visual inspection found a metal flange that pulls the inner tube to operate the jaws was broken and had detached. The body of the device was also discolored and yellow. Because of the broken flange, the jaws would not open or close when the latch was used. The broken jaw mechanism also allows the knife blade to be deployed when the jaws are open. The tube is made of stainless steel and should not break unless excessive force or abuse occurs when using the device. Checks are in place that would prevent the device from being released in this condition, and review of the device history records found no potentially contributing factors. The investigation identified the root cause of the reported event to be misuse, where the device shows signs of excessive force or possible multiple uses. The instructions included with this device cautions users that this product is designed as a single use device. It has only been evaluated in testing to simulate single use conditions, and subjecting the product to multiple uses could potentially impact the structure and components.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 09/20/2016. Date of follow-up report: 11/18/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
Examination of the device received from the customer found two additional issues. The device would not latch and the knife could be deployed while the jaws are open. It was also found that a piece of the outer tube was broken and missing from the jaws of the device. The customer confirmed the missing piece did not fall within the patient.